Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records info reviewed. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specs. The allegations of serious injury remain speculative in nature. This event is being reported as a serious event while using fmc products. The event reported on the pt involves four separate products and associated with mdrs #1225714-2014-00479, 00480, 8030665-2014-00486, 1713747-2014-00296.

Event description:
The following is based on the medical records provided by the pt's attorney. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2009, after the use of the product.